Event description:
A report was received that the patient underwent pocket revision wherein the physician relocated the ipg because it was rubbing her spine. The patient was doing well following the procedure.